Manufacturer narrative:
The device history record (DHR) for lot 25c055462 was reviewed and no anomalies related to the reported issue were observed. Based on the pictures and the samples provided, the reported issue was observed. The exact root cause was not determined and based on all available information, this is believed to have been an isolated event therefore no corrective actions are necessary at this time. We will continue to monitor reports and take actions as applicable.

Event description:
The customer reported that two only had 9 in the package.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. UDI pi pending and will be added when available.